Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the legal manufacturer regarding the final investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. As a result of the DHR review, there were no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness. The legal manufacturer reported that the unit was delivered to the customer on : july 29, 2011.the legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: ¿¿: nine years have passed since the manufacture, and it is considered that the regulator has deteriorated remarkably, including the fuse burning of the socket switch regulator. The light source power supply cannot operate normally due to the deterioration of the regulator over time, and it is highly likely that this has occurred. ¿: since nine years have passed since the manufacture, there is a possibility that an abnormality has occurred in the fan power supply or fan control device and stable fan rotation operation cannot be performed. ¿: the instrument in question has been 9 years since its delivery, and it is highly likely that the scope sockets and slider switches have worn out and occurred due to long-term repeated use. ¿: it is assumed that it occurred because the user hit something hard and gave a strong shock. The legal manufacturer reported that handling of the device is described below in the instruction manual. As a result, there is a possibility that ¿can be prevented. ¿do not apply excessive force to the light source and/or other instruments connected.¿

Manufacturer narrative:
The device was received by olympus for evaluation and the user facility report was confirmed. The evaluation results found charred fuse components on the socket switch regulator that indicated bad switch regulator which would require replacement. Additionally, olympus found a worn out scope socket and slider switch, lens base cracked, and lamp housing fan was running weak. Olympus performed service with part replacements and the unit passed all functional testing. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the clv-180 main lamp keeps shutting off even after replacing the lamp. The reporter stated that the lamp will fire up for about thirty minutes but then shuts off. The reporter stated this occurred during a colonoscopy and there was a few minutes delay in procedure but no patient injury or harm.